Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, passed away. The cause of death was reported to be due to natural causes (not further specified). It was not reported whether the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death or whether the patient was connected to the hc at the time of death. It was not reported whether an autopsy was performed or if a death certificate was available. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The sample analysis was not performed as the device was not linked to the reported death until after the device had been serviced. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.